Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient claimed that upon removal of sensor pod, sensor wire remained left behind at site of insertion. Patient stated they were able to fully remove sensor wire from skin. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).